Event description:
It was reported that the implantable cardioverter defibrillator (ICD)'s projected battery longevity was not as long as had been expected. The ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.